Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for trial stimulation on (B)(6) 2011. On (B)(6) 2011, she experienced a sensation of increased stimulation in her right leg. As the day progressed the patient had increased weakness in her right arm and leg. She went to the emergency department and was subsequently admitted to hospital for weakness and tingling in the right extremities. The treatments that were administered and the patient outcome were unknown at the time of this report. Further information is being requested.